Event description:
It was reported the whole system was removed because it ¿malfunctioned.¿ no specifics were provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v161901, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient thought it simply "wasn't helping anymore" prior to being scheduled for explant. It was stated the patient did not experience symptoms and no troubleshooting was done. The patient was "fine" following the explant.